Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> following review of the information received, it was concluded that it was unlikely that a potential product issue was present. The complaint shall be entered onto the complaints database and monitored through trend analysis. Should further information be received, then the complaint shall be reviewed and further investigation completed as required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery was performed via tha (date of surgery was unknown). It was reported that the revision surgery was performed on (B)(6) 2019 by replacing the tri-lock stem (p/m: unknown), the head (p/n: unknown) due to looseness of the stem, and suspected armd. It seemed during the surgery that the cerebrospinal fluid was black and turbid. The surgery was completed without a surgical delay. We received an inspection request for metal powder whether it occurred due to metallosis, so please examine the composition of stem and head. No further information is available.